Event description:
It was reported that this right ventricular (rv) lead was replaced due to dislodgement. The lead was not sensing and there was no capture at maximum output. Fluoroscopy demonstrated that the lead helix was retracted, and the lead was positioned in the inferior vena cava. The lead had stable performance in the first week after implant and the impedance started to increase and the auto threshold test was not successful. It was noted that at the end of the original implant procedure the helix was confirmed to be fully extended. A new rv lead was implanted with good electrical parameters and no complications. In order to access the patient's subclavian vein without a puncture the physician decided to cut the existing lead's insulation. After removing the lead from the patient, the helix mechanism was tested, and it took over 20 rotations to extend the helix. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was replaced due to dislodgement. The lead was not sensing and there was no capture at maximum output. Fluoroscopy demonstrated that the lead helix was retracted, and the lead was positioned in the inferior vena cava. The lead had stable performance in the first week after implant and the impedance started to increase and the auto threshold test was not successful. It was noted that at the end of the original implant procedure the helix was confirmed to be fully extended. A new rv lead was implanted with good electrical parameters and no complications. In order to access the patient's subclavian vein without a puncture the physician decided to cut the existing lead's insulation. After removing the lead from the patient, the helix mechanism was tested, and it took over 20 rotations to extend the helix. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned intact. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test revealed that the helix housing was clogged with dried blood/body fluid. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.